Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received 3 photographs showing damaged tubes. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked tubes as all samples met specifications. It was stated that the tubes were centrifuged at 3000g which is not the recommended bd settings. Bd recommends centrifuging this product between 1000g to 1300g. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® lh pst¿ ii plus blood collection tubes experienced the stopper popping out of the tube and a cracked tube. The following information was provided by the initial reporter. The customer stated: "the tube burst in the mpa centrifuge. In the centrifuge, the tube burst without losing the stopper, there are cracks on the wall of the tube and the blood is spread everywhere as well as the gel in the centrifuge, everything had to be stopped and the whole thing had to be cleaned. The mpa centrifuge is set at 3000 g for 10 minutes."